Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a loose grip cable at the distal end. The instrument has a broken input shaft at the proximal end. As a result, the grip cable became loose. Also, the instrument was placed and driven on an in-house system and passed the recognition, engagement, electrical continuity but failed energy delivery tests. Additionally, the instrument was found to have a charring and/or localized melting on the inner surface of the bipolar yaw pulley. The complaint was confirmed by failure analysis.

Event description:
It was reported during da vinci-assisted cholecystectomy surgical procedure, fenestrated bipolar forceps instrument was not grasping and bipolarizing at all. There was no reported injury.